Event description:
This case was cross referenced with 2017sa239113 and 2017sa239097 (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the physician assistant. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and next day the patient had severe swelling in treated knee, pain in treated knee with no ability to put weight on the leg and after 5 days patient had knee aspiration (fluid was normal). No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml, once (expiration date: not reported; lot number: 7rsl021) for osteoarthritis knee pain. On (B)(6) 2017, one day of receiving the injection the patient experienced severe swelling and pain in treated knee with no ability to put weight on the leg. Patient went to emergency room (ER) to have it evaluated. The patient was recommended ice, elevation and antiinflammatory. Patient received knee aspiration (fluid was normal) and steroid injection on (B)(6) 2017 (latency: 5 days). Corrective treatment: ice, elevation and anti-inflammatory, steroid injection for with no ability to put weight on the leg, severe swelling in treated knee, knee aspiration (fluid was normal); ice, anti-inflammatory, steroid injection for pain in treated knee. Outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all the events. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection and later had weight bearing difficulty in leg for which patient was hospitalised and received steroid injection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from the physician assistant. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and next day the patient had severe swelling in treated knee, pain in treated knee with no ability to put weight on the leg and after 5 days patient had knee aspiration (fluid was normal), also, device malfunction was identified for the reported lot number, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml, once (expiration date: not reported; lot number: 7rsl021) for osteoarthritis knee pain. On (B)(6) 2017, one day of receiving the injection the patient experienced severe swelling and pain in treated knee with no ability to put weight on the leg. Patient went to emergency room (ER) to have it evaluated. The patient was recommended ice, elevation and anti-inflammatory. Patient received knee aspiration (fluid was normal) and steroid injection on (B)(6) 2017 (latency: 5 days). Corrective treatment: ice, elevation and anti-inflammatory, steroid injection for with no ability to put weight on the leg, severe swelling in treated knee, knee aspiration (fluid was normal); ice, anti-inflammatory, steroid injection for pain in treated knee outcome: recovering for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all the events additional information was received on 22-nov-2017. Global ptc number was added. An additional event of device malfunction was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns a female patient who has received synvisc one injection from the recalled lot and later had weight bearing difficulty in leg for which patient was hospitalised and received steroid injection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Furthermore, the reported lot number has been identified to have malfunctioned by the company therefore a causal relationship can be established between the event and product.